Manufacturer narrative:
The device was returned and customer allegation was confirmed. Due to damage on charge coupled device (ccd) unit, e216(scope communication error) occurred. Due to damage on ccd unit, image noise occurred and the image could not be seen temporarily. The bending section cover had a scratch and a chip. Switch had a scratch and video connector was deformed. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope exhibited e216 (scope communication) error. There was no image output. The issue was found during pre-operative check. The intended therapeutic procedure was completed with a similar device. Pre-use check was performed. The conditions for cleaning, disinfection and sterilization (cds) was reported as jet washer and autoclave. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported e216 error and temporary image noise/no image issues could not be determined, however, the issues were likely the result of failure of the image sensor unit, a defective video connector internal circuit board, or a defect on the system side. The event can be detected by following the instructions for use which state: ¿3.8 inspection of the endoscopic system in the operation manual "chapter 3 preparation and inspection". ¿inspection of the endoscopic image¿ ¿1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation¿. Olympus will continue to monitor field performance for this device.